Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable critical magnesium gen.2 result from the cobas 8000 c702 module for 1 patient. The initial result was 1.82 mmol/l. The first repeat result was 0.82 mmol/l or 0.85 mmol/l. Clarification was requested but not provided on which of the provided results was the correct repeat result. The second repeat result on another c702 analyzer was 0.87 mmol/l. The sample was repeated because the initial, critical result did not match the patient's clinical history. The questionable result was not released outside of the laboratory. The result of 0.87 mmol/l was deemed to be correct.